Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed on the ntr device to report the worsened mitral regurgitation and leaflet damage during the second procedure. It was reported that in (B)(6) 2015 one classic mitraclip was implanted in the patient with functional mitral regurgitation (mr). On (B)(6) 2018 a second mitraclip procedure was performed due to recurrent mr grade 2. The original mitraclip was stable and attached to both leaflets, but the mr returned due to disease progression of the mitral valve disease. There was a new regurgitant jet lateral to the original mitraclip. The new ntr clip delivery system was inserted and a grasp was made with a slight reduction in mr, but it was not satisfactory. The grasp was released and the clip was advanced closer to the original mitraclip; however, there was not an adequate reduction in mr. After the grasping attempts, the mr grade had increased to grade 3. There was a new medial jet and the original lateral jet was slightly larger. It was unknown when the leaflet damage occurred. Although there was no reduction in mr, the mitraclip was implanted. The procedure was completed with mr grade 3. The patient was stable. The heart failure medication will be modified. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral valve injury (tissue damage) and worsened mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.